Manufacturer narrative:
Analysis of the pump found no anomaly. Interrogation of the pump determined it was used to infuse baclofen, 1000.0 mcg/ml at 210.0 mcg/day. Result code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2009 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for intractable spasticity. The device was returned to the manufacturer with an indication that the device was being returned for disposal due to the elective replacement indicator (eri)/end of life (eol); it was also noted the patient had developed an infection. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.